Manufacturer narrative:
Investigation showed that the reported event was work-related and occurred during initial installation of the somatom definition as system. No general product issue has been found. The system was successfully installed and turned over to the customer for use. There is no further information regarding the cses status and no further activities by the manufacturer will be initiated.

Event description:
It was reported to siemens on (B)(6) 2017 that during a definition as sliding gantry installation, the magnetic strip that keeps the rail cover in place had become detached and was lodged between the rack and pinion in the rail. The carriage with the installed definition as needed to be manually pushed back into a valid position range, which took more force than usually required. In doing so, the customer service engineer (cse) experienced a back injury with a disc bulge causing impingement of nerve roots. The cse's back injury was assessed by a medical doctor and was out of work for eight (8) days before returning to work. This reported event occurred in (B)(6).